Event description:
An (B)(6) male underwent aaa endovascular aneurysm repair using standard endograft only with a short neck. Pt was symptomatic and doctor had to fix. Placed a zenith flex aaa endovascular graft bifurcated main body and tow limbs. Pt had a type I endoleak after ballooning, and the physician placed another MFR's stent. The diameter of the aorta was 29-30 throughout. The physicians concern was maybe some infolding. Once the other MFR's stent was placed, there was no longer a type I endoleak. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Eval eval: still under investigation.